Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2014 and 16/apr/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lump/nodule and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "possible rupture" and capsular contracture, baker grade unknown.

Event description:
Patient reported "a lump or thickening in or near the breast or in the underarm area." Patient additionally reported left side "possible rupture" and capsular contracture, baker grade unknown. Device remains implanted.